Event description:
At the end of the procedure, it was noted that the patient had a labial burn. Bacitracin was applied to burn. The patient remained in stable condition.what was the original intended procedure?vaginal hysterectomy.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.